Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Performed visual inspection and noticed that the brake cable on the horizontal motor was broken. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to physical damage to the brake cable on the horizontal axis motor module. This issue may be resolved by fse service of the system to replace the part.

Event description:
It was reported that during horizontal part replacement, the field service engineer (fse) identified a cable from the motor side that was broken. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced a cable from the motor side that was broken. The system was tested and verified as ready for use.